Event description:
The customer reported an uncontained clear fluid leak of approximately twenty (20) to fifty (50) ml from the bottom of the coulter lh 750 hematology analyzer. There was no report of injuries, erroneous results, direct physical contact with the leak, or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse found the waste chamber (vc26) overflowed due to improper vent which did not allow the vc26 to drain properly. The fse drained vc26 and the instrument ran without any leaks. (B)(4).